Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the 7 mm extended length endoscope, the image on the screen appeared shadowed. There was minimal light coming through with the light source on a setting of 100%. The light cord was swapped out, but there was not any change in the picture. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital reported (B)(6).